Manufacturer narrative:
This event occurred in (B)(6). The device was requested for investigation. The lancing device was received for investigation with no lancets. The lancing device was tested with test lancets at 11 different depth settings. For each attempt the needle produced a puncture hole and was correctly retracted and ejected. The device could be primed and released with no problems and operated according to specification. The device was disassembled and no abnormalities were observed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of an issue with the coaguchek xs softclix lancet device. The customer alleged that, intermittently, the lancet did not fully retract and extends beyond the end cap of the device. The customer was not sure if the lancet was properly seated or not. The customer also complained that the spring was not tense enough and the lancet did not stick the skin deep enough.